Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Surgical intervention was performed and the physician opted to explant this lead. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the hospital kept this lead and discarded per their policy. It will not be returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.